Event description:
It was reported to boston scientific corporation in 2006 that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure (patient age, gender, and weight unknown) thirteen days prior. According to the complainant, "the tip was damaged..a cut in the distal "end." The physician completed the procedure with another hydratome rx sphincterotome. No patient complications were reported as a result of this event, and the patient was reported as "ok" following the procedure.

Manufacturer narrative:
The device has not been returned; therefore, the cause of the reported event cannot be determined. The lot number of the device was not known; therefore, the device expiration date is unknown.